Event description:
It was reported that the robotic assisted saw interface right device was being used during a procedure reporting that the robot was not aligned correctly following cuts. It was reported that there were no delays in the procedure and no patient consequences. During an in-house engineering evaluation, it was determined that the device had undesired movement or play between the sasi clamp and sasi itself. This event did not occur during surgery. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. It was found that the the overall appearance of the device showed signs of normal wear from multiple uses in a clinical setting. While conducting functional tests with the production equivalent saws attached, the assessment revealed a toggle between the saw-sasi clamp mechanism and the main body of the sasi in the direction parallel to the saw blade. Despite the toggle, there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design. UDI: (B)(4).